Event description:
A company representative, on behalf of a user facility, reported to olympus that during a demonstration case the single use distal cover was missing from the evis exera iii duodenovideoscope. The cover had fallen into the mouth of the patient upon removal of the scope. It was believed that the technician did not secure it tight enough or that it hit the intubation tube; the surgeon believed this to be due to user error. No patient injury occurred and the procedure was completed as normal. This is related to patient identifier number (B)(6) which was reported under MFR. Report number 8010047-2021¿00936.

Manufacturer narrative:
As the actual product was not returned for evaluation, olympus performed a reproduction check using a representative device according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. In addition, as a result of product standards test using a representative device against the resistance quality standard that "does not come off from the end of the scope during use", the device satisfied the product standard. The root cause of the user's report cannot be conclusively determined but the most likely causes for the reported phenomenon (distal end cover falling off) are as follows: 1) chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope, 2) the cover was easily removed from the scope due to insufficient attachment to the scope, or, 3) when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. According to the information provided, the cover may not have been properly attached to the scope, and the doctor noted that it was likely user error. The device instruction manual includes the following caution and warning statements: "please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover." The device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Investigation activities have been opened to manage actions related to this report and any required MDR reporting.